Manufacturer narrative:
H11. Additional narrative updated h3 and h6 h3: product evaluation customer report of stenosis and regurgitation were confirmed through observed calcification and leaflet tears. Stiffened and leaflet tears in the as received condition may contribute to regurgitation. X-ray demonstrated commissure 2 was bent outward, heavy calcification on leaflets 2 and 3, and minimal calcification on leaflet 1. As received, leaflet 1 was torn across the leaflet by approximately 12mm; leaflet 2 had a torn out section measuring approximately 5x3mm; leaflet 3 had a 4mm tear down the mid section. Calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off and exposed the metal band; cut off sewing ring fragment was not returned.

Manufacturer narrative:
H11. Additional narrative. Updated h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including diabetes mellitus, hyperlipidemia. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 3300tfx 21mm aortic valve was explanted and replaced with a non-edwards valve after an implant duration of 4 years, 9 months due to severe stenosis and moderate regurgitation. The patient presented with heart failure. Per medical records, tee revealed severe stenosis and a subvalvular membrane. Intraoperatively, aortic leaflets noted to be calcified with fibrosed posts. Surgeon explanted the valve and debrided annulus. No obstruction was seen in the outflow tract. A non-ew valve was sutured into place. The patient returned to ICU. Tee revealed well-functioning new valve.